Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that ¿it¿ was dead and had not been working for over a year. It was unknown if this was in reference to the ins or controller. No symptoms or complications were reported.